Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller reported receiving a call indicating that the implant battery needed to be replaced. Caller also stated that recently the implant was not holding a charge and that charging sometimes took an extended amount of time. Agent reviewed information about eri and eos. Caller reported the implant didn't hold a charge for very long and it took longer to charge the implant. The issue began maybe a couple of weeks or four weeks ago. Caller couldn't recall the representative but the representative called them several months ago on christmas and reminded them that it was time to replace the patient's implant. Agent reviewed implant longevity. During the call caller charged the implant and caller had no coupling boxes filled in. Agent reviewed information then caller got all 8 coupling boxes filled in. Agent redirected caller to the patient's hcp to address the issue. Agent closed case.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.